Event description:
It was reported that the device had failed leakdown test. There was no patient involvement.

Manufacturer narrative:
Correction: common device name, manufacturer narrative(DHR,shr) additional information: imdrf annex a,b,c,d and g grid a review of the device history record showed the device had a manufacture date of 11sep2014. The review was performed from the date of manufacture to the present date 28jun2021. A review of the device history record for sn (B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
Correction: manufacturer narrative(chr). A review of the complaint history for sn#: (B)(6) was performed. Which confirmed, similar complaints with the same or related failure mode.

Event description:
It was reported, that the device had failed leak down test. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 11sep2014. The review was performed from the date of manufacture to the present date 13apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device <was/was not> involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had failed leakdown test . There was no patient involvement.